Event description:
The hcp reported the patient was hospitalized due to an "adulterated" prescription". The patient is reported to be recovering. A follow up report will be sent when additional information is received.